Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "not enough lubrication on inside" and "implant won't slip through funnel".

Event description:
Healthcare professional reported via sales representative "not enough lubrication on inside" and "implant won't slip through funnel".